Event description:
During a follow-up, the device battery was found to have depleted sooner than expected. Premature depletion of the battery was suspected. No intervention has been performed at this time. The patient was stable.